Event description:
One patient had a bile duct stricture that was observed late (after rf ablation of unresectable liver lesion(s)). Patient required stent placement at four months post-operatively. Bile duct stricture was caused by thermal injury of the ablated lesion to a major biliary radical.